Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 37081-60, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the patient¿s extensions were replaced because they were ¿broken.¿ impedance testing was performed and found high impedances of ¿>10000¿ ohms that were attributed to the patient¿s extensions. The patient reportedly experienced a lack of therapy due to the event. There were no patient falls reported. The reporting manufacturer representative ¿guessed that probably the problem was (due to) movement of the implantable neurostimulator (ins).¿ following the replacement of the patient¿s extensions, the patient was notably ¿ok.¿ a supplemental report will be filed if additional information is received.

Event description:
Additional information received reported that both extensions had impedance greater than 10,000 ohms and both were broken. Both of the extensions were explanted and replaced.

Event description:
Additional information received reported the extension were broken because the implantable neurostimulator (ins) turned on the implant site.